Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information d9 - device returned to manufacturer. H4 manufacturer date. Overinfusion: general information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: j030003. Hours of operation: 64322. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The last infusions from (B)(6) 2024 was investigated. No infusion was found on the day of occurrence ((B)(6) 2024). No abnormalities was found on the last infusions. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars were missing, and the production seal on the lower housing were damaged. The device shows age related signs of wear and tear and was slightly dirty. A damage on the operating unit was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The results are slightly out of tolerance. The results are out of tolerance because of the damage operating unit. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,92%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Additional to the damage operating unit, no other damages was found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. The damage parts a damage by an impact damage.

Event description:
According to the customer a patient was undergoing infusion therapy of 1 liter (l) of g5 for 24 hours. Reportedly the infusion was finished at 19 hours and 15 minutes. The flow rate displayed is 41.64 milliliters an hour (ml/hr). The total quantity was infused in 5 hours. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.